Event description:
Co has been notified of an incident which occurred involving a portex epidural minipack, 19g. During the epidural needle introduction, at the moment of the needle withdrawal, the catheter broke. Breakage was four centimeter from the distal part. The detached fragment was not removed. Event occurred in another country.